Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the foot pedals. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, foot pedal errors occurred. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site was using a handheld instrument, and it was not docked to the patient yet. Tse confirmed error m-12 in the logs. Site confirmed that nothing was pressing on the external foot pedals in the drawer. Tse advised site to power cycle the vio dv integrated electrosurgical unit (iesu). However, site had elected to use an external esu (forcetriad) to continue with the procedure. The procedure was completed as planned with no reported injury.